Event description:
It was reported that the user requested an upgrade to a colored ilet for louder alarms because alarms were difficult to hear during sleep, consistent with a low audible alarm involving the device¿s speaker. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a known interferent affecting alarm audibility and that a device problem could not be excluded, with the speaker component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.

Manufacturer narrative:
Initial.